Event description:
It was reported that failure to cross a lesion occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 24 x 2.75 moderately tortuous left anterior descending artery (lad). A 24 x 2.75 promus premier select stent was advanced but could not pass through the lesion properly. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage. It was later reported that the promus premier select stent could not be used to complete the procedure since the stent did not pass through the lesion properly. It was noted that it passed the lesion barely and an attempt to inflate the balloon was made, but the balloon could not be inflated properly and could not open the stent during the ptca procedure. This partial inflation of the stent occurred at the lesion site during a failed attempt to cross the lesion. Therefore, the case was completed by using another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent noted to be partially inflated, both the most distal and most proximal stent struts were frayed. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The stent damage most likely occurred due to handling post procedure. The balloon cones were reviewed, and no issues were noted. The proximal and distal cones were partially inflated. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The partial inflation was most likely a use error during handling the device post procedure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent noted to be partially inflated, both the most distal and most proximal stent struts were frayed. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The stent damage most likely occurred due to handling post procedure. The balloon cones were reviewed, and no issues were noted. The proximal and distal cones were partially inflated. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The partial inflation was most likely a use error during handling the device post procedure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that failure to cross a lesion occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 24 x 2.75 moderately tortuous left anterior descending artery (lad). A 24 x 2.75 promus premier select stent was advanced but could not pass through the lesion properly. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. However, the device returned and analysis revealed stent damage.